Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with thermocool smarttouch sf. The thermocool smarttouch sf catheter had high impedance readings observed on the smartablate generator during rf ablation. They removed the catheter from the body and noticed there was char on the tip of the catheter. They tried flushing the catheter without resolution. They reseated the catheter cable without resolution. They replaced the catheter cable without resolution. The catheter was replaced and the issue resolved. The procedure was continued. Additional information was received. The impedance cut-off value did not exceed default cutoff 250 ohms. The system stopped the ablation when the cut-off value was exceeded. The physician considered that the char was excessive. The physician considered the amount of char observed caused a potential risk to this patient. The device evaluation was completed on 24-feb-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, and functional test of the returned device were performed. Visual analysis revealed no damage or anomalies on the device. No char residues were identified. The temperature and impedance test was performed, no impedance issues were observed; however, no temperature was displayed, the device was dissected and it was found an open circuit from the cut to the tip. A pump and pressure gage test was performed, and the device was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue, impedance issue, thrombus clot and irrigation issue reported could not be confirmed; other issues or circumstances may have occurred during the usage of the device that compromised its performance. However, the potential cause of the open circuit in the thermocouple cannot be determined and is unrelated to the customer complaint. The device instructions for use (IFU) contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿the char was excessive and caused a potential risk to this patient¿, ¿high impedance readings¿ and ¿tried flushing the catheter without resolution¿ issues. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the biosense webster inc. Analysis finding of the ¿open circuit from the cut to the tip¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 28-jan-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with thermocool smarttouch sf and the irrigation issue with the device used on patient and the char excessive with a potential risk to the patient issues. The thermocool smarttouch sf catheter had high impedance readings observed on the smartablate generator during rf ablation. There was no high impedance observed on the carto 3 system. They noticed the smartablate generator was set at 4mm. They removed the catheter from the body and noticed there was char on the tip of the catheter. They tried flushing the catheter without resolution. They reseated the catheter cable without resolution. They replaced the catheter cable without resolution. The catheter was replaced and the issue resolved. The procedure was continued. Additional information was received. Only impedance and temperature sensing error on smartablate generator, but not on carto 3 system. The impedance cut-off value did not exceed default cutoff 250 ohms. The system stopped the ablation when the cut-off value was exceeded. Impedance seemed to exceed 180ohm and power was 40watts. Only when catheter was withdrawn, catheter would not properly flush. An impedance delta > 100 ohms was noticed during rf application, no abnormal temperature or power noted. The patient was anticoagulated. Heparinized normal saline was used as the irrigation fluid. No other type of saline was used during the case. The act practice of the physician is >300. This was maintained throughout the case. The physician considered that the char was excessive. The physician considered the amount of char observed caused a potential risk to this patient. Neuro check was ordered post procedurally. The patient did not exhibit any neurological symptoms since the procedure was completed. Incorrect catheter setting causing inability to properly irrigate. The duration of ablation was not greater than 60 seconds. The average contact force was not greater than 40 grams. There were no ablations that used force above 40g for any extended periods of time. The irrigation rate was not used outside of those prescribed. The event was originally considered non-reportable, however, bwi became aware on 14-jan-2025 of the following: ¿only when catheter was withdrawn, catheter would not properly flush¿ ¿the physician considered that the char was excessive¿ ¿the physician considered the amount of char observed caused a potential risk to the patient.¿ therefore, have assessed as MDR reportable both issues of the irrigation issue with the device used on patient and the char excessive with a potential risk to the patient. The awareness date of these reportable issues is 14-jan-2025.